Event description:
It was reported, that an x-ray showed that the electrode was not correctly inserted in the cochlea. The patient could not hear with the device. Repositioning surgery was unsuccessful and the device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.